Event description:
On (B)(6) 2013, medical history hernia repair w/kugel mesh sm oval number: (B)(4); (B)(6) 2006 surgery abdominal mass repair and colostomy - (B)(6); (B)(6) 2007 colostomy takedown - (B)(6); (B)(6) 2007 incision hernia at previous stoma site insert kugel mesh - (B)(6); (B)(6) 2007 repair hernia recurrent - (B)(6), symptoms - abdominal tenderness, cramps, severe pain in abdomen, constipation, intestinal pain and hardness, loose bowels. (B)(6) 2008 exploration of the abdominal wall, lysis of adhesions and this mesh that was stuck to the bowel with primary repair of the hernia with #1 prolene suture. Removal of some mesh, could not remove all. (B)(6), symptoms - abdominal tenderness, cramps, severe pain in abdomen, constipation, intestinal pain and hardness, loose bowels. These symptoms diminished some, but in 2012 they started to increase in intensity. (B)(6) 2013, symptoms were very severe. Made an appointment with (B)(6). On (B)(6) 2013 removal of existing hernia mesh. Repair of recurrent ventral incisional hernia. Two muscle graphs. Inserted coated parietex mesh underlay. (B)(6).

Event description:
Additional information received 01/05/2015. Updating maude adverse report number mw5033098 11/21/2013. This is the last 10% repair of the previous reported incident. On (B)(6) 2014 dr. (B)(6) operation debridement of chronic abdominal wound and removal of infected mesh. The removal of the infected mesh was performed by dr. (B)(6) separately. Dr. (B)(6) preoperative diagnosis: nonhealing abdominal wound. There was clearly some exposed mesh right in the middle of her repair. There was an associated abscess with some non-incorporated mesh within this pocket. Removed infected mesh in its entirety. This mesh parietex had been implanted in the (B)(6) 2013 repair after removing the kugel mesh. Dr. (B)(6) drained the abscess and inserted 2 drains. This should be the last surgery needed to correct the kugel mesh inserted (B)(6) 2007. Same rptr as mw5040144.